Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. The amount of drift of the flow sensor deviated from the standard. Corrective action with the service tool was implemented to address the issue. Given the results as described, it is considered that the device detected an abnormality at the self-check during standby. Therefore, the flow sensor, which was considered to be faulty, was replaced to address the issue. The device passed final testing.